Event description:
It was reported when using bd vacutainer® k2 edta (k2e) plus blood collection tubes that there was moisture inside the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos for investigation. Evaluation of the photographs indicated a satisfactory edta spray coat. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for an additive issue/moisture in the tubes. The photos showed a normal edta spray coat, no abnormality was observed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.